Event description:
Additional information received reported that the stimulator was working at this time and did not have signs of infection. The patient would continue to use the stimulator unless further problems arose.

Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had an implantable neurostimulator (ins) implanted on (B)(6) and the following event occurred on (B)(6) 2014. The patient stated he had small amounts of cerebral spinal fluid (csf) leaking from the spinal incision and had a slight lump and swelling at the spinal incision at the skin. The patient thought it was a possible csf leak per the healthcare provider (hcp). At the appointment the day of the report the lump had dissipated and the hcp stated it appeared to be resolving and at that time no further intervention was needed. The patient saw the hcp to be assessed and monitored. No diagnostic testing or troubleshooting was performed and wasn¿t required. It was unknown if the issue was resolved or what the cause of the issue was. The location of the issue or symptom was at the spinal incision from the ins implant. The patient had an unknown type of infection associated with this event. It was unknown if a culture was taken. Antibiotic treatment was necessary. At the time of the report the patient was alive with no injury.